Manufacturer narrative:
The return of the original freestyle was requested for testing/evaluation. The product was received on 09/19/2017 and is awaiting evaluation. The customer was contacted by a medela clinician on (B)(4) 2017, at which time the customer indicated that she received the replacement pump and stated that it was working well, she went to see her md and her mastitis has been resolved. Based on the results of (B)(4), it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2017, the customer alleged to medela (B)(4) that the power supply dc plug was stuck in the dc jack of her freestyle pump. On (B)(6) 2017, the customer sent an email, stating that she had not received the replacement pump which was sent to her as a result of the issue, and she was now in pain and on an antibiotic. Additionally, in another email on (B)(6) 2017, she alleged that she had to visit the ER twice due to the pain.